Manufacturer narrative:
Our investigation and evaluation of the catheter is in process; a follow-up report will be submitted when additional information becomes available. The instructions for use (IFU 150013312) contains the following instructions when using the rapid av spray kittrufreeze, "do not use the product if the device does not function properly or there is evidence of damage (e.g. Kinks, bends or damaged packaging). Save the device and packaging and contact your local steris endoscopy product specialist."

Event description:
The user facility reported that their truefreeze console was unable to scan the catheter pouch successfully. The customer completed procedure with another catheter, subsequently causing the patient procedure to be delayed. No injuries were reported.

Manufacturer narrative:
The device subject of the event was returned to steris endoscopy for evaluation. When attempting to scan the barcode on a production equivalent unit, the reported issue was confirmed. A specific root cause as to why this barcode was not readable by the trufreeze console could not be determined. The lot subject of the reported complaint had a lot size of (B)(4) units, of which two labels were reported to have had this issue. No other lots in the history of this product have been reported to have an unreadable label. Steris will continue to monitor for similar events. The user facility proceeded to file medwatch report: (B)(4), received by steris on september 18, 2024.